Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed alert 60 indicating a bluetooth communications error after power-on, persisted despite multiple restarts, and occurred when the user was about to make a post-meal announcement; the user¿s blood glucose was 215 mg/dl and remained above target for about one hour, and the user transitioned to backup therapy per guidance. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and receipt and inspection of the returned device. Investigation of this case revealed fluid ingress and resultant device malfunction consistent with corrosion or liquid damage affecting the pump's bluetooth communication function. It was concluded that corrosion on the bluetooth chip led to its failure.